Manufacturer narrative:
The advanced failure analysis (afa) team determined that a missing weld at the seam might weaken the joint between components, potentially causing separation during use or reprocessing. Any breakage at the weld would not generate fragments, and any potential fragments would be contained by the sheath.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port (sp) monopolar curved scissors (mcs) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a missing weld at the tube adapter. As a result, the tube adapter was pulled out of the joggle joint. No broken components were found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single-port monopolar curved scissors (mcs) tip was found broken. No fragment fell inside the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The single-port monopolar curved scissors (mcs) instrument was transferred to engineering for further review. Initial findings were confirmed; the instrument's tube adapter was found to be dislodged from its expected location. The component was laser welded onto the instrument's distal end with two welds. The instrument¿s tube adapter was separated from the instrument from the weld locations. One weld appeared to have been complete at the time of manufacturing, specifically determined by the presence of the two tack welds and the seam weld between the two tack welds. The second weld site exhibited two tack welds but was missing the expected seam weld. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to manufacturing issues.